Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.